Event description:
It was reported during a mastectomy/reconstruction case there was a fault. There was no pt effect.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors. The unit booted into a f2 fault on the last day of use. If a user presses a buttons during boot, the system fails the power-on self test with an f2 and requires a reboot. The system behaved correctly; there were no problems with the unit. Repairs were performed. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.